Event description:
It was reported that the patient was asymptomatic. It was noted that no capture was observed on the right ventricular (rv) lead. The patient was sent to the emergency room (ER). The rv lead was explanted and replaced. The patient was stable.